Event description:
MFR rec'd a report from an attorney alleging that his client was injured as a result of a defective shower grab bar. As a result of this incident, the user sustained traction injury to the left radial and medial nerves. How the device caused or contributed to this incident is unclear, as the grab bar remained attached to the wall that it had been mounted to.